Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump is not working and customer reverted to alternate insulin therapy. Tandem technical support attempted multiple follow up attempts with the customer, however, no response received. The pump is out of warranty. No additional information available.